Event description:
Patient called to report she has had several tubing sets malfunction. The yellow piece of the tubing that engages with the curlin pump would continuously pop out of the pump and in some cases, would break completely. The pump would not allow the tubing set to be used. She reported the defective tubing sets had a lot number of cf1902615. FDA safety report ID#: (B)(4).